Manufacturer narrative:
Following the investigation, the root cause is a user error (did not follow instructions). Too many information were present on the loaded images and did not allow software to create 3d reconstruction. Furthermore on the image the CT-scan head clamp is clearly visible although IFU states that table or head clamp should not be included in the acquisition field.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that, for two times, when the 3d reconstruction image was attempted to be changed to the preoperative CT the rosanna software crashed.